Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were successfully implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm diameter was approx 5.8 cm, an aneurysm was also present in the right common iliac artery and the iliac vessels were reported to be moderately tortuous. It was reported that the patient was evaluated at one month, six months and one-year post implant and that the aneurysm was stable with no detectable endoleaks. The patient was lost to follow-up for unknown reasons after one year. It was reported that in 2003 the patient presented to the emergency room with hypotension and back pain. CT demonstrated that the aneurysm had increased to 8 cm, with migration of the stent graft and rupture of the aneurysm. It was reported that the patient was successfully converted to open surgical repair and was placed on a ventilator. The patient is reported to be doing well and is expected to be taken off ventilation soon.